Event description:
It was reported that during a procedure with the silverhawk catheter, a small perforation occurred. Perforation was treated with prolonged balloon inflation with resolution to the perf.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.